Event description:
The customer reported to olympus, the hight frequency unit "esg-400" encountered error e433. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluations. The device was returned to olympus for inspection, and the customer's complaint of error 433 (e433) was not confirmed. However, the e433 and e622 were identified in the error logs but not reproduced. In addition, the following additional errors was in the log system e622 , e671 were found during the device evaluation which traced back to the defective generator boards and motherboards. Additionally, the lock of the erni plug is defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective printed circuit boards. Furthermore, the e433 error is likely due to the following: 1 ¿ interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 3 - a defective footswitch (temporary fault, short circuit in the plug). 4 - a defective footswitch (temporary fault, defective reed contact). 5 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 6 - a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.